Event description:
The servo 300 was being used to ventilate the pt, the nurse smelled smoke, the ventilator was removed from the pt, the pt was not injured. No other details are avail, this happened approx in 2002. Upon eval the sv300 its 02 and air module smelled of smoke, new 02 and air modules were installed in the unit, the servo 300 was calibrated and passed the final performance check, the servo 300 is now back in svc.